Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 15 unopened and 3 opened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received 15 closed samples and 3 open samples with the aluminum pack stuck to the plastic film. All closed packs received were opened and 2 of the 15 have the same incidence. The first pack is sealed to second pack in the 4th sealing, as can be seen. This is due to an accidental effect in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: taking into account that the results of some samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the first pack is sealed to the second pack.